Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0527433v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 64001, lot# n289227, implanted: (B)(6) 2012, product type: adapter. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had telemetry issues. An over discharge was confirmed. The device was reportedly discharged for a couple of years. The last time that the clinic saw the patient was two years ago. It was reported that the cause of the over discharge was a crisis in the family of the patient. The patient did not have the support of their family and did not regularly charge their device. The patient was experiencing dystonia symptoms at the time of this report. The manufacturing representative inquired about how to use the physician mode recharge. The representative was unable to get the 60 minute countdown to appear on the implantable neurostimulator recharger (insr). Patient services had the representative hold down the audio button and then the start key and this resolved the reported issue. The power on reset message (por) was cleared and the patient felt a response and was doing okay. No further outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care professional (hcp) reported that it was a confirmed overdischarge event and that a manufacturer representative (rep) went to the patient's house in (B)(4). They jump started the battery and got it working again. The issue was resolved. If additional information is received, a follow-up report will be sent.